Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead recorded high threshold readings. The lv lead was removed. The physician chose to place a dual chamber device instead of a cardiac resynchronization pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Electrical resistance and continuity test results were within specification. No anomalies were found. (B)(4).